Event description:
It was reported that during device replacement procedure, the new device showed noise in the rv channel. The lead was capped and replaced. Patient condition is fine after the event.